Event description:
This mitraclip report is filed due to post procedure endocarditis. The clip cannot be excluded as potentially contributory to the event. It was reported that on (B)(6) 2015, one mitraclip was successfully implanted in a patient with degenerative mitral regurgitation (mr), successfully reducing the mr from 4 to 1+. On (B)(6) 2015, the patient was admitted to the hospital for endocarditis of the mitral valve with unspecified, associated clinical symptoms. Antibiotics were provided as treatment. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of endocarditis, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported patient effect and the relationship to the device, if any, cannot be determined. There is no indication of a product quality deficiency.